Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low vte (exhaled tidal volume) levels and low fio2 (fraction of inspired oxygen) readings could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported that the device needed service. Upon receipt of the device, ventec reviewed the authorized service provider¿s (asp) service report which indicated that the device was providing low fio2 (fraction of inspired oxygen) readings and low exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.